Event description:
It was reported that the patient experienced a ruptured cylinder with an inflatable penile prosthesis (ipp). The ipp cylinder and pump were explanted and a new ipp pump and cylinder were implanted. Should additional relevant details become available, a supplemental report will be submitted.